Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Engineering determined the root cause to be a software error involving movement of the system from the pt load position to the imaging position. (B)(4) was performed on (B)(4) 2010 to correct the issue. (B)(4).

Event description:
Philips received a report that the site states the brain pallet hits spect detector during brain studies. There was no pt or operator harmed as a result of the reported event.